Manufacturer narrative:
We are awaiting device return. Once we have completed our investigation, a follow up report will be submitted. (B)(4).

Event description:
It was reported, during an atrial fibrillation ablation procedure, the transeptal puncture was performed, mapping was completed and ablation of the left superior pulmonary veins was initiated. The physician noted the heart was pumping abnormally so an echocardiogram was performed which revealed the myocardium was perforated. The pt required a pericardiocentesis and a blood transfusion.